Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the connector was damaged with a bd connecta¿ stopcock. The following information was provided by the initial reporter: 1 bd connecta 3-way (item 394995, batch 9039996d) has broken during usage.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9039996. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on our engineer's evaluation of the provided photographs and the description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd connecta is an infusion only device and is not rated for high pressure injections. Bd nogales can confirm but no duplicate this failure mode. Based on customer comments ¿device was exposed to pressurized use¿ we were not able to associate this issue to the mfg process.

Event description:
It was reported that during use the connector was damaged with a bd connecta¿ stopcock. The following information was provided by the initial reporter: 1 bd connecta 3-way (item 394995, batch 9039996d) has broken during usage.